Event description:
Boston scientific received information that this pacer dependent patient with this device system, reported symptoms of lightheadedness and experiencing a syncopal episode. The patient was admitted to the hospital as a result. Upon val salva maneuvers and isometric testing, oversensing and pacing inhibition occurred. A revision procedure was performed and the right ventricular (rv) lead was surgically abandoned and replaced without complication. The device was electively replaced at that time. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.